Manufacturer narrative:
Database recreation resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray system not ready during use on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.